Manufacturer narrative:
The field service engineer (fse) identified a sample pipetting issue and adjusted the sample liquid level detection (lld) voltage.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys probnp ii (probnp ii) on a cobas 8000 e 602 module. The initial result from the e602 module in question was 1300 pg/ml. This result was reported outside of the laboratory. The repeat result from a different e602 module was 4200 pg/ml. This result was believed to be correct. The probnp ii reagent lot number was 56211100 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The fse replaced the sample probe. The service actions resolved the issue.